Event description:
It was reported that pump declared alarm 20 during the load process. The customer declined to answer whether the issue caused their blood glucose level to exceed 500 mg/dl. The customer attempted to load a new cartridge with assistance but was unsuccessful as the cartridge alarm recurred. Technical support planned to replace the pump, but the replacement could not be completed because the pump was out of warranty. No additional information was provided regarding the outcome.